Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted to treat a benign anastomotic stricture within the proximal part of the common bile duct. According to the complainant, on (B)(6), 2009, a plastic stent was removed after a 3 month implantation period. On the same day, the wallflex biliary rx covered stent was placed within the patient's common bile duct to treat the stricture. During the scheduled removal procedure performed on (B)(6), 2010, it was noted that the stent had migrated proximally (above the stricture). The stent was removed without technical complications using a pair of rat tooth forceps and a retrieval balloon. It was noted that the anastomotic stricture had resolved and that no re-stenting was necessary.